Event description:
Philips received a complaint by the customer on the v60 indicating that there was a proximal pressure accuracy failure. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that there was a proximal pressure accuracy failure. The customer confirmed the error code in the event log. The customer and remote service engineer (rse) verified that the proximal and machine tubing were connected properly. The rse then advised the replacement of the data acquisition (da) printed circuit board assembly (pcba) or motor controller (mc) printed circuit board assembly (pcba). The rse provided the customer with the part number of the da pcba and mc pcba for the customer to order and replace. Onsite service is currently pending, and the investigation is ongoing.

Manufacturer narrative:
The customer later cancelled onsite service and repair. No further action provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.